Event description:
It was reported that during a supply change the infusion set tubing unwound quickly, causing the site to come out of the applicator and leading to an incorrectly deployed infusion set. No reported symptoms. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included user education on correct infusion set deployment and connection technique. Investigation of this case revealed user handling error leading to improper set deployment without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.